Event description:
It was reported that during implantation of a bifurcated device and suprarenal aortic extension, the aortic extension was implanted at the level of the renal arteries. Reportedly, the physician attempted to pull the extension down by performing balloon dilatation several times. Eventually the physician was successful, but a light endoleak type I was observed proximally. Two additional infrarenal aortic extensions were implanted to successfully treat the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based on upon the investigation findings, the reported event was inconclusive because the clinical assessment review could not substantiate the reported event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon investigation findings, the root cause could not be conclusively determined with the available information.